Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not wash their hands. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vanomycin (1 gm, daily) for peritonitis. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. At the time of this report, the patient was recovering and treatment for the event was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.